Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue. The reporter claimed the pump will not light up when the ok button is pressed. The reporter thinks it could either be the ok button or a display issue. The reporter did not have the subject pump on hand to complete troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.